Manufacturer narrative:
As reported, the catheter was returned on 03/16/2016. Investigations has been started and is ongoing. A supplemental medwatch report will be sent when the investigation has been completed. (B)(4).

Event description:
During initial investigation of a returned catheter including the guidewire, it was noticed that a part of the wire was separated. Separated parts which could potentially reach into the patients' circulation are regarded as an event that could lead to a serious injury, if the malfunction were to recur. The separated part was detected inside of the returned catheter. There was no patient harm reported. (B)(4).

Manufacturer narrative:
During the investigation, several bends in the coil of the separated spring could be detected. The appearance of the bends and the uncoiled end of the spring indicate a damage by excessive force by the user. The root cause of this issue is seen as a handling error by the user, not following the instructions for use (IFU), as the IFU indicates : "use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously." A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
(B)(4).